Event description:
It was reported that the patient's alarm triggered. Upon interrogation, it was noted that the patient's right ventricular lead impedance had been gradually rising over the past few months. The alarm thresholds were increased and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.